Event description:
It was reported that towards the end of a biopsy examination, on the mammomat inspiration system, the unit failed and the staff was unable to release compression. The hospital staff was unable to manually release the compression or drive needle holders out of the way to get the pt out. According to the provided info, the emergency release button was not accessible due to the compression support blocking it. The hospital personnel had to push the compression up by hand to get the pt out. As a result ,the pt received a large hematoma due to the trauma of the forced removal from the machine as well as the biopsy site. The pt was counseled regarding wound care and the possibility of infection or abscess by the breast care nurse. The reported event occurred in (B)(6).

Manufacturer narrative:
The system was checked by siemens experts and the investigation of the reported event is on-going. A detailed description of the event as well as save logs and error messages were requested to be provided to our factory experts. It is unclear why the emergency release button was not accessible to the staff. In the event of a power failure or if system movement is blocked during a stereotactic biopsy examination, the pt must be released manually. This is described in the operator manual mammomat inspiration - biopsy unit (B)(4). (B)(6). (B)(4).